Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned electrode found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sensed noise and charged up to deliver a shock, but the episode ended. The physician opted to replace the electrode, after opening the pocket incision the physician noted that the can had broken its anchor suture. The electrode was removed and replaced, while the s-ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sensed noise and charged up to deliver a shock, but the episode ended. The physician opted to replace the electrode, after opening the pocket incision the physician noted that the can had broken its anchor suture. The electrode was removed and replaced, while the s-ICD remain in service. No additional adverse patient effects were reported.